Manufacturer narrative:
Ge healthcare's investigation determined there was no device malfunction, and that the probe did not cause nor contribute to the reported injury. The hospital stated that the probe did not cause or contribute to the injury, but would not release any further information about the incident or the patient. As a result, no root cause was identified.

Event description:
It was reported that a pt had a burn in the esophagus which might have been caused by the probe. The probe had been used on several other pts following the incident with no reported injuries. The injury to the pt was discovered later. There was no allegation of device malfunction. The probe was sent for eval and passed all testing.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed. Block a: pt data not provided.